Event description:
It was reported that the patient presented in clinic with a red and inflamed pocket. It was found that the patient's implantable cardioverter defibrillator (ICD) had eroded through their skin. The pocket had become infected and the patient's right atrial (ra), right ventricular (rv), and left ventricular (lv) leads were visible in the pocket. The ICD, ra, rv, and lv leads were all explanted. Patient was eventually discharged under stable condition.

Manufacturer narrative:
Visual examination found no malfunctions except for implant and explant damage from procedure. The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.